Manufacturer narrative:
Siemens' investigation into the reported event included a customer site visit by a siemens customer service engineer (cse). The cse viewed the event log for the day of occurrence and no errors were found. All aspects of the patient table movement on all gantry controllers and the functionality of stop buttons passed all tests performed. Siemens CT research and development expert confirmed the analysis of the cse, that there was no CT malfunction within the relevant timeframe of the adverse event. The patient's left ventricle assist device (lvad) was not manufactured by siemens nor was the device installed by the hospital. The manufacturer of the lvad, which is unknown to siemens, was informed of the adverse event by the customer however this documentation is not available to siemens. Siemens has concluded that while the CT system was involved, the CT system did not cause nor did it contribute to the adverse event. Considering this, no corrective action is initiated.

Event description:
The customer informed siemens on (B)(6) 2015 that while unloading the patient using the "home" button after completion of an exam, the patient's left ventricular assist device (lvad) control box fell from the tabletop and became wedged between the gantry and tabletop. The control box is connected to the drive line and the customer stated that it is likely that the drive line was fractured. The customer stated that the patient died while still on the CT patient table most likely as a result of damage to the drive line.